Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone call that the son was getting power error detected alarm. Troubleshooting was performed but the error was not resolved. Customer's blood glucose was 198mg/dl. Insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The power management parameters graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specification range. No unexpected power error alarm noted during testing. Power error alarm was noted in the download formatted history file due to intermittent non-sleep anomaly. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.